Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2013 (B)(6); product type extension.

Event description:
Additional information reported, the patient had an extension replacement surgery on 2013 (B)(6). It was noted after the procedure, the patient resumed effective therapy and the issue was resolved.

Manufacturer narrative:
Product ID 3389 lot# v002159, implanted: 2006 (B)(6); product type lead product ID 37602, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3389-40 lot# v002159, implanted: 2006 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387-40 lot# j0209882v, implanted: 2002 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2002 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had a granuloma directly over the lead and extension connection site. It was noted that the healthcare professional (hcp) wanted to review a possible allergic reaction more specifically with the extension. It was further noted that on the friday prior to this report the hcp opened and cleaned the wound which was believed to be on the patient¿s right side. There was possibly going to be a replacement of the extension but only cleaning was performed at the time of this report. Additional information requested but had not been received as of the date of this report.

Event description:
Additional information was received that the patient had a second growth near her ear but that the "hcp didn't want to take it out." It was stated that the hcp "may redo" the leads. The patient stated that the new growth started "about a month" prior to this report. It was further reported that the device manuals were given to the hcp, who was going to advise the patient to get allergy tests.